Manufacturer narrative:
The customer's allegation of wobbling could not be confirmed. Although the handpiece made abnormal sounds during operation. Upon conducting inspection, deterioration of parts such as shaft, stainless steel ball, o - ring, nose and bearings was confirmed due to rust and dirt. The motor cable assembly, shaft, stainless steel ball, o - ring, nose and bearings were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur was wobbling. There was no known patient impact. Upon follow up, additional information received that there was no patient impact. There was no connection issue between bur and the handpiece. The event took place intra op.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarifying that the deterioration of the bearings was causing the bur to wobble and not the sleeve. Troubleshooting was done by reinserting the bur multiple times in the drill to check whether it fits and does not wobble. The wobbling bur was fit into different handpiece to check whether the bur was wobbled and it did not wobble when fit into different handpiece. A different bur was fit in the drill to check whether the drill was responsible for wobbling and the newly fit bur wobbled.

Manufacturer narrative:
The customer's allegation of wobbling could not be confirmed. Although the handpiece made abnormal sounds during operation. Upon conducting inspection, deterioration of parts such as shaft, stainless steel ball, o - ring, nose and bearings was confirmed due to rust and dirt. The motor cable assembly, shaft, stainless steel ball, o - ring, nose and bearings were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur was wobbling. There was no known patient impact. Upon follow up, additional information received that there was no patient impact. There was no connection issue between bur and the handpiece. The event took place intra op.